Event description:
Pt reported that, while priming, insulin leaked into the device's cartridge chamber. Additionally they reported that the insulin counter, on the device's lcd, did not begin counting-down as expected. No error messages were generated by the device. Pt's blood glucsoe was not affected and no treatment was received.